Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) was having trouble charging their ins due to poor coupling for the past week or so. The caller reported seeing the reposition antenna screen, and stated there were 0 out of 8 coupling boxes filled in. During the call, the patient reported they dropped their cellphone on their chest directly on the ins about a month ago. The caller stated they could tell the corner of the implant was "broken." The caller did not report any symptoms and confirmed they had not had any recent weight loss/gain where the pocket site did not appear to be loose. During the call, pss had patient perform antenna locate (al) . Caller confirmed antenna disc was directly over the skin and implant, and attempted repositioning and turning the dial. The patient stated they initially saw 54, but were able to get the al number to increase to 66. Pss reviewed that damage to the ins could be the cause of poor coupling. The patient stated since the date the damage occurred, they were able to charge with a good connection, until this past week or so when the poor coupling began. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna. Pss redirected caller to reach out to hcp to further address the reportedly damaged ins, and poor coupling issue if the recharger antenna does not resolve the issue. The patient (pt) called back from a registered phone number to report that they continued to experience poor coupling after they installed the replacement recharger antenna they received. At the time of the call, the pt was seeing the 'reposition antenna' screen, which persisted after repositioning the antenna and pressing the green button on the recharger. Agent had the patient reinstall the recharger antenna, and also had them reset the recharger. The pt was then able to see the ins charging session screen with the coupling bars, but all of the coupling bars were empty. Poor coupling persisted after repositioning the antenna and rotating the antenna dial. The pt repeated information regarding how they dropped their cell phone on their chest and broke off a corner of the ins, noting that they could see and feel where it was broken. The pt said they noticed the corner of the ins being broken exactly 2 weeks af ter implant date. Agent sent an email to the repair department to replace the recharger to rule it out as being the cause of the coupling issue. The patient was redirected to their healthcare provider to have the ins checked if the coupling issue were to persist with the replacement recharger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the neurostimulator wasn't flipped but possibly broken. Surgery was done on july 12th to replace the ins. It was stated that the old one was defective and the new on works fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that their ins was replaced because it was defective and did not accept a charge any longer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. They were with the patient and were not able to get more than 2 coupling boxes while trying to recharge the patient's implanted neurostimulator (ins). The patient said they were able to get 4 coupling boxes last week. Rep ran an impedance check while with the pt and noted that c/11 was 22000ohms. Regarding device orientation, rep said it looked okay. Anterior x-ray shows there is no flip with the ins. The position of ins appears lower than most dbs patients and caller reported there does seem to be some movement with the ins, in addition to some electrodes elevated. The patient may have a surgical revision to reposition the ins.